Event description:
Patient down to gi lab for scheduled ercp for stone removal. Patient on table and procedure underway. Scope used to locate papilla, md decided that he wanted to cannulate, hydratome attempted to be passed through biopsy channel of scope. Md unable to pass hydratome through the scope, md thought that there was something snagging inside of the scope. Md pushed instrument harder and it pushed out an old plastic bile duct stent. Nothing had been put down the scope at this point, so the stent must have been from a previous patient. Stent removed from scope and scope disconnected. Scope sent to be cleaned and reprocessed- tagged and put out of service for further investigation of why this happened. Station cleaned up and new scope obtained to finish procedure. Notifications made to nurse manager, ID, risk, ad reps, patient. Stent remained despite following manufacturer's instructions related to cleaning, the brush did not dislodge the stent that remained inside the hydratome.